Event description:
A customer reported potential discrepant results for ca 27.29 and ca 19-9 on the aia-2000 analyzer. The customer stated that they had inconsistent results on 5 samples, but the results were not reported out. Quality control (qc) is in range. The customer indicated that the samples were frozen then thawed at room temperature, then re-spun before running. A technical support specialist (tss) assisted the customer over the phone with the reported event. There is no indication of any patient intervention or adverse health consequences due to the discrepant patient results.

Manufacturer narrative:
The tss could not confirm the discrepant result on the aia-2000 analyzer. The tss referred the customer to the analyte application manual (aam) for any known interferences. According to the customer, the initial samples were drawn several days before at a different site. The customer is requesting redraw on these patients based on the tss's recommendation. When the tss followed up however, the customer indicated that no new samples were collected and the analyzer is in service and functioning as expected. No additional information was provided by the customer. A 13-month complaint history review and service history review through the aware date of event for similar complaints was performed for serial number 10638512. There was no other complaint identified during that search period. Review of related documentation the st 27-29 analyte application manual states the following: limitations of the procedure st aia-pack 27.29 should not be used as a screening test. The results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack 27.29, the highest concentration of ca27.29 measurable without secondary dilution is 19.05 u/ml (400 u/ml after x21 dilution factor), and the lowest measurable concentration is 0.1 u/ml (2.0 u/ml after x21 dilution factor) (assay sensitivity). All serum or plasma samples are diluted 1:21 with sample diluting solution prior to initial assay either automatically on the aia systems or manually if so desired. Although the approximate value of the highest calibrator is approximately 20 u/ml (420 u/ml after x21dilution factor), the exact concentration may be slightly different depending upon the lot. The assay specification, assay range high, should be defined as the upper limit of the assay range, 19.05 u/ml (400 u/ml after x21dilution factor). Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama). Such specimens may show falsely elevated values or occasionally falsely decreased values when tested for ca27.29 using st aia-pack 27.29. A ca27.29 result below the upper reference limit of normal does not indicate the absence of breast cancer because patients with histopathologic evidence of breast carcinoma may have ca27.29 assay values within the range of normal individuals. Conversely, a ca27.29 assay value exceeding the upper limit reference limit of normal does not necessarily indicate the presence of breast malignancy since 1-2% of healthy individuals and individuals with non-malignant conditions may have elevations in ca27.29 assay results. A ca27.29 assay value should not be interpreted as absolute evidence for the presence or absence of malignant disease. The performance of this test has not been established for male breast cancer patients. The performance of this test with patients with central nervous system metastases has not been established. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert. Specimen collection and handling serum or heparinized plasma is required for the assay. Edta and citrated plasma should not be used. No special patient preparation is necessary. When using serum, a venous blood sample is collected aseptically without additives. Store at 18 - 25 °c until a clot has formed (usually 15 - 45 minutes), then centrifuge to obtain the serum specimen for assay. To use heparinized plasma, a venous blood sample is collected aseptically with the designated additive. Centrifuge and separate plasma from the packed cells as soon as possible. Samples may be stored at 2 - 8 °c for up to 24 hours prior to analysis. If the analysis cannot be done within 24 hours, the sample should be stored frozen at -20 °c or below for up to 60 days. St 27-29 rev-025202-1119 5 repeated freeze-thaw cycles should be avoided. Turbid serum samples or samples containing particulate matter should be centrifuged prior to testing. Prior to assay, slowly bring frozen samples to room temperature (18 - 25 °c) and mix gently. St aia-pack 27.29 assay requires a 1:21 dilution of the serum with 27.29 sample diluting solution prior to analysis. Aia-900 and aia-2000 software can be configured to perform the dilutions automatically. Diluted serum or plasma should be used within 24 hours and should not be stored. The sample required for analysis is 20 ¿l of diluted serum or heparinized plasma (1:21). Interference interference is defined, for purposes of this study, to be recovery outside of 10% of the known specimen mean concentration. ¿ added hemoglobin (up to 436 mg/dl) does not interfere with the assay. ¿ added free bilirubin (up to 16.5 mg/dl) and conjugated bilirubin (up to 18.4 mg/dl) do not interfere with the assay. ¿ lipemia, as indicated by added triglyceride (up to 1667 mg/dl), does not interfere with the assay. ¿ protein, as indicated by added albumin (concentrations up to 50 mg/ml), does not interfere with the assay. ¿ ascorbic acid (concentrations up to 20 mg/dl) does not interfere with the assay. ¿ citric acid (concentrations up to 20 mg/ml) does not interfere with the assay. ¿ edta (concentrations up to 10.0 mg/ml) does not interfere with the assay. ¿ heparin (concentrations up to 100 u/ml) does not interfere with the assay. ¿ the following pharmaceutical agents were tested and found not to cause analyte recovery outside 10%: 5¿-fluorouracil (adrucil), acetaminophen, adriamycin (doxorubicin hcl), coumarin, cyclophosphamide (cytoxan), paclitaxel, tamoxifen citrate, amethopterin hydrate (methotrexate), mitoxanntrone (novatrone), folinic acid (leucovorin) ¿ tosoh automated immunoassays utilizing alkaline phosphatase-based technologies should not be used with samples from patients under asfotase alfa treatment. The ca 19-9 analyte application manual states the following: limitations of the procedure st aia-pack ca 19-9 should not be used as a screening test. The results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack ca 19-9, the highest concentration of ca 19-9 measurable without dilution is 400 u/ml, and the lowest measurable concentration is 1.0 u/ml (assay sensitivity). Although the approximate value of the highest calibrator is approximately 400 u/ml, the exact concentration may be slightly different depending upon the lot. The assay specification, assay range high, should be defined as the upper limit of the assay range, 400 u/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama). Such specimens may show falsely elevated values or occasionally falsely decreased values when tested for ca 19-9 using st aia-pack ca 19-9. A ca 19-9 result below the upper reference limit of normal does not indicate the absence of malignancy because patients with histopathologic evidence of pancreatic cancer may have ca 19-9 assay values within the range of normal individuals. Patients who do not secrete blood group lewis antigen do not produce ca 19-9. Conversely, a ca 19-9 assay value exceeding the upper limit reference limit of normal does not necessarily indicate the presence of pancreatic malignancy since a small percentage of healthy individuals and individuals with non-malignant conditions as well as malignancy in other locations than the pancreas may have elevations in ca 19-9 assay results. A ca 19-9 assay value should not be interpreted as absolute evidence for the presence or absence of malignant disease of the pancreas. 10 rev-025271-1119 st aia-pack ca 19-9 certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert. Specimen collection and handling serum or heparinized plasma is required for the assay. Edta and citrated plasma should not be used. No special patient preparation is necessary. When using serum, a venous blood sample is collected aseptically without additives. Store at 18 - 25 °c until a clot has formed (usually 15 - 45 minutes), then centrifuge to obtain the serum specimen for assay. To use heparinized plasma, a venous blood sample is collected aseptically with the designated additive. Centrifuge and separate plasma from the packed cells as soon as possible. Samples may be stored at 2 - 8 °c for up to 24 hours prior to analysis. If the analysis cannot be done within 24 hours, the sample should be stored frozen at -20 °c or below until analysis. Repeated freeze-thaw cycles should be avoided. Turbid serum samples or samples containing particulate matter should be centrifuged prior to testing. Prior to assay, slowly bring frozen samples to room temperature (18 - 25 °c) and mix gently. The sample required for analysis is 50 ¿l. Interference interference is defined, for purposes of this study, to be recovery outside of 10% of the known specimen mean concentration. ¿ added hemoglobin (up to 390 mg/dl) does not interfere with the assay. ¿ added free bilirubin (up to 17 mg/dl) and conjugated bilirubin (up to 19 mg/dl) do not interfere with the assay. ¿ lipemia, as indicated by added triglyceride (up to 1660 mg/dl), does not interfere with the assay. ¿ protein, as indicated by added albumin (concentrations up to 2.5 g/dl), does not interfere with the assay. ¿ ascorbic acid (concentrations up to 20 mg/dl) does not interfere with the assay. ¿ edta (concentrations up to 10.0 mg/ml) does not interfere with the assay. ¿ heparin (at concentrations of 500 u/ml) caused a slight positive interference with recovery at 118%. ¿ tosoh automated immunoassays utilizing alkaline phosphatase-based technologies should not be used with samples from patients under asfotase alfa treatment. The most probable cause of the reported event was not determined, cause not established.